Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at the emergency room after receiving multiple inappropriate shocks. Interrogation revealed ventricular fibrillation episodes determined to be noise leading to oversensing, reproducible with pocket manipulation and decreased pacing impedance on the right ventricular lead. Programming changes were made to turn therapies off due to pacing inhibition and intermittent heart block. Pacing output was increased. The patient was scheduled for a lead revision, during which a lead fracture and an insulation failure was observed. The lead was capped (B)(6) 2020. The patient was stable and discharged.